Event description:
Philips received a complaint on the philips xl+ defibrillator indicating that there was a power equipment malfunction. There was no report of patient or user impact. Available details indicate that the device had exhibited symptoms of a failure. It was determined that this was a malfunction of the battery and the customer was instructed to procure a new battery. The device remains at the customer site and no further evaluation is warranted at this time.